Event description:
Customer reported being hospitalized due to high bgs and no delivery alarms. Customer stated pump alarms no delivery alarms also when not connected. Unable to complete troubleshooting, instructed customer to monitor bgs; explained 2 high bg rule and call back for hp test when clamp arrives.